Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump's bolus history shows on bolus was performed on (B)(6) 2011. The total daily dose history adds up correctly for that date. A review of the total daily dose history indicates that insulin delivery totals correctly reflect programmed values. The pump was exercised for 24 hours with no issues occurring. A test bolus was performed and was correctly recorded in the pump history. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Event description:
The patient claimed that the animas pump is not recording all the boluses insulin doses in the memory. Reportedly, he takes 3 bolus insulin doses on (B)(6) 2011 but there is only one record in the memory. On other unspecified days, the animas pump only recorded 2 bolus insulin doses. During troubleshooting, the animas representative noted that the total daily dose add up for the basal and bolus insulin intake. The date and time was programmed correctly. The alleged issue was not resolved with training. The product will be sent back to animas for product investigation. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the alleged history/memory issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.